Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that there were air bubbles in reservoirs. Customer's blood glucose was around 200 mg/dl to 350 mg/dl. Customer reported she had been having the same issue and had called in before. Customer was advised that the reservoirs will be replaced, customer agreed to return the reservoirs for analysis.